Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out". The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer was assisted with reprograming the settings on their insulin pump. The customer did not return the product back for analysis.